Event description:
It was reported that "surgeon was attempting to insert rod into a 4 level construct that was torqued. When the inserter was removed from the patient, the surgeon noticed the ring was missing from the inserter. Xrays confirmed that the ring was left in patient on the rod itself."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.